Manufacturer narrative:
(B)(6). Remote service engineer evaluated device with assistance of customer.

Event description:
It was reported to philips that the capacitor values were low. There was no patient involvement. The remote service engineer (rse) evaluated the device with the assistance of the customer and found that capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.